Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The user first installed the pad-pak on (B)(6) 2011 and performed to specification up to the (B)(6) 2016. The device records manual power ups during this time, two of ten minutes duration. This may indicate the user was regularly power cycling the device. Between the (B)(6) 2016 and the last log entry on the (B)(6) 2016 the device records multiple power ups containing nonsensical data. The device powered off with a device service required prompt on several occasions. An increase in voltage suggests a further pad-pak was installed during this time. The technical log indicates the failure had been caused by the device not powering up in 500p CPR adviser mode. The returned pad-pak was inserted into the device and passed a self-test. The instructional leds operated out of sequence. The device powered off with a device service required prompt and a flashing red status led and failure chirp. This would confirm the reported fault. A successful test shock was delivered during the testing with an acceptable measurement being recorded. No instructional leds were visible throughout the power up and no CPR advisory prompts were given during the CPR stage. Investigation found the reported fault can be attributed to a short circuit on the membrane printed circuit board. This resulted in all instructional leds illuminating out of sequence and the device not powering up in 500p mode. The device was still able to deliver therapy.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator flashing and beeping.